Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting and lens opacity, which was first noted on (B)(6) 2015. The reporter indicated it was an anterior subcapsular opacity. The patient experienced elevated intraocular pressure, pigment dispersion, glare/halos and blurred vision. The anterior chamber was irrigated/evacuated of remaining visco/fluids. The lens was exchanged for a longer lens and the problem was resolved.